Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the catheter was kinked along of its body. Microscope examination was performed and it was observed that the clip wing was inside of the capsule windows, indicating that one clip arm was activated. The clip arms were misaligned. The capsule had a hit. The clip was disassembled for further analysis and no other failures were observed. Additionally, x-ray analysis was performed, and it was possible to observe that one clip arm was separated from the control wire while the yoke was detached from the control wire. Functional examination could not be performed due to the device returned condition. Dimensional examination was performed on the bushing outer diameter and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the clip was removed by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped, and locked onto tissue, but would not release from the catheter to deploy. Reportedly, the clip was removed by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.